Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 420 mg/dl. The caller complained of light-headedness and nausea. The customer treated with 20 units of insulin via manual injection. Upon troubleshooting, it was found that insulin did exit during a manual prime and no leak was found. The customer stated that she did not know how to use the bolus wizard and had not been using it; she advised that this was the reason she had high blood glucose because she did not treat for food. Nothing further reported.